Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in one pt sample on initial and repeat testing. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the laboratory. A manual differential was subsequently performed on the sample and a 6% blast cells were observed. The customer believed the manual results to be correct. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
The software algorithm of the lh750 had its sensitivity set to [2202], which is the mid level setting for blasts and variant lymphocytes, set off for imm ne 1 (immature neutrophils, primary bands) and set mid level for imm ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated that the neutrophil population looked abnormal; however, no flags were initiated. It appears that the root cause was the instrument software algorithm at the mid-level setting was not sensitive enough to generate any suspect flags for this pt sample. A field service engineer was not dispatched to the site. This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR is for analyzer 2 of 2. See MDR #1061932-2011-01801 for analyzer 1 of 2.